Event description:
It was reported the device was used during a low anterior resection procedure. It was reported the surgeon fired the ecs29 after the orange indicator was in the green range. The donuts were complete and intact. The surgeon performed a leak test and the anastomosis appeared to be intact. The procedure was completed. The pt was in the hosp postoperatively and then discharged. It was reported the pt at home started to have abdominal pain, distention, and no formed stools. The surgeon had the pt come back to the hosp and reoperated on the pt. The surgeon discovered that two-thirds of the anastomosis was open. It was reported the surgeon completed the procedure by creating a colostomy.